Event description:
A report was received that a patient had developed a non-device related infection after being implanted with the precision system. The patient later underwent a pocket revision procedure due to an uncomfortable pocket location. When the physician opened the patient's pocket to perform the revision, he noticed the infection was still present. The physician stated the tissue looked bad and chose to explant the system.